Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced discomfort at the ipg site due to ipg turning in the pocket. As a result, surgical intervention was undertaken on 11 february 2025 wherein the pocket site was relocated.